Manufacturer narrative:
Continuation of d10: product ID: 8711; serial#: (B)(6); implanted: (B)(6) 2007; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 04-oct-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 275 mcg/day via an implantable pump. It was reported that the patient's family reported the patient was experiencing withdrawal symptoms. It was unknown if there were any environmental/external/patient factors that might have led or contributed to the issue. Diagnostics/troubleshooting performed included the pump refills all showed no discrepancies between the reservoir amount and residual in the pump. Actions/interventions taken included a catheter revision performed to replace part of the catheter with a leak. The sutureless pump connected was leaking at the connection site, it was trimmed and an 8596sc was attached to the remaining catheter and attached to the pump. The issue was resolved at the time of the report.